Manufacturer narrative:
The information provided in summary with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl. Customer's blood glucose value was 368 mg/dl at the time of the incident and the current blood glucose of the patient was 115 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reported they does not allege pump was under delivering. The customer was assisted with troubleshooting. The customer was treated with juice and crackers. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl. Customer's blood glucose value was 368 mg/dl at the time of the incident and the current blood glucose of the patient was 115 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reported they does not allege pump was under delivering. The customer was assisted with troubleshooting. The customer was treated with juice and crackers. The insulin pump will not be returned for analysis.